Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient receiving morphine 5 mg/ml for a total dose of 2.2 mg/day via an implantable pump for spinal pain. It was reported the patient had a pocket revision. It was noted the pocket was deepened to prevent erosion at the lateral aspect. It was unknown what factors may have caused, contributed, or may have led to the pocket revision. No diagnostics/troubleshooting was performed. Actions/interventions included surgical intervention for a pocket revision. It was reported the case was scheduled as a catheter revision, but was actually a pocket revision. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The event date was (B)(6) 2018. The patient's weight was (B)(6) pounds. The patient's medical history included chronic pain. No further complications were reported.